Event description:
Plaintiff was implanted with an ams system, to treat incontinence "in or around (B)(6) 2010." The ams device was not specified. Plaintiff's attorney alleges that the plaintiff "suffered extreme pain and mesh erosion and had to undergo subsequent surgeries". Also alleged, the plaintiff suffered "past physical pain and suffering, past emotional distress, loss of enjoyment of life," and other damages.

Manufacturer narrative:
The model of the mesh system that was implanted was not indicated. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.